Event description:
It was reported that during central processing, that the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire at the distal end to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The instrument passed an electrical continuity test. No thermal damage was observed. Root cause of this failure was attributed to a component failure. Additional observations not reported by site were also identified through failure analysis testing. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires were exposed. Root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.103¿ - 0.303¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions pm the instrument main tube is is attributed to mishandling and misuse. This is most commonly caused by instrument contact or collision with another instrument. A review of the logs was performed. Per the review, it was confirmed the fenestrated bipolar forceps, system serial (B)(4), was last used on (B)(6) 2022 with 3 lives remaining after the last usage. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with the internal wires exposed. The damaged broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.